Event description:
Patient went to the hospital at 11:00 am due to high blood glucose (bg) that ranged from 311 to 361 mg/dl that morning. Patient's doctor informed her that she had "high ketones", was in the acidosis phase" and stated that it "wasn't bad, but it was there." Patient also had low electrolytes. Patient's bg decreased into normal range that evening (6:40 pm, 201 mg/dl). Patient could not recall which pod pertains to this incident and therefore no product was returned for evaluation.

Manufacturer narrative:
The pod was not returned for investigation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the patient's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records were reviewed and found to have met all acceptance criteria.